Event description:
It was reported that the programmer generated a serious programmer error and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated a serious programmer error and would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and the software was therefore reloaded to resolve the issue. Analysis also found that the hard drive had a bad sector and was replaced to resolve, and that the display latch hasps were broken, that the display dropped in some positions, that the stylus was missing, that the upper hinge plate was scuffed up and that the foot pad on the lower case was damaged. All affected parts were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.